Event description:
After implanting, the patch leaked blood (quantity unknown, but reported by dr as minimal) from its center at the guideline. The bleeding was stopped with thrombin and surgicel. The patch was left in. The pt's condition is fine.